Event description:
Contact reported that during 3-months post-op f/u surgeon noted that the eagle plus screws had backed out 2mm. Surgeon is taking no action as the pt is fusing well. As an event of this nature can result in the need for surgical intervention an MDR is being filed to document this event.

Manufacturer narrative:
Surgeons office would not release the x-rays for review. Prod lot numbers are unk and as a result the device history records (DHR) cannot be reviewed. There are no other reported screw back outs for eagle/swift plus sys to date. If the screw head is not locked the ring in the bushing should prevent the screws from backing out more than 2 mm and is not likely to result in the need for surgical intervention. No conclusions can be made at this time. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are properly angled and fully tightened.